Manufacturer narrative:
(B)(4). G2 foreign: australia d 10: zimmer biomet devices: 00885200832 vit e liner elevated gg 32 (B)(6). Unknown cup 00877703203 biolx opt hd/adpt 12/14 32+3.5 (B)(6). Unknown stem the device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty on an unknown date with placement of unknown product. Subsequently, the patient was revised due to instability. Significant gluteal tears were noted which were repaired, and the initial head and liner were removed and replaced at that time. The patient was then ultimately again revised approximately 2 (two) months later due to ongoing instability. The cup and liner were exchanged for a constrained construct during this procedure without any noted complications. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6; h10. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.